Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, pre-existing severe posterior flail with ruptured secondary chords, very friable valve, and a mean pressure gradient of 2mmhg. A first clip, a mitraclip xtw, was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw (50515r1028) was inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and the clip became caught on chordae. Troubleshooting was performed, and the clip was able to become free from the entanglement. However, leaflet damage and chordal rupture was observed. The second clip was then inverted, realigned, brought back to the valve, successfully grasped the leaflets, and deployed on the mitral valve. To stabilize the clip, and further reduce mr, a third clip, a mitraclip xt (50722r1118), was then inserted and positioned lateral to the second clip. However, while positioning the third clip over the vale, it was observed that the second clip had partially detached from the posterior leaflet and remained fully attached to the anterior leaflet (partial clip movement). The third clip was then deployed on the mitral valve. No additional clips were implanted. The mr remained at a grade of 4, and the mean pressure gradient increased to 8mmhg. It was noted that all three clips appeared to be stable on the leaflets. The patient was reported to be stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (anatomy), migration (partial clip movement), or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy appears to be related to procedural conditions (caught in chordae during positioning, poor imaging). The reported migration appears to be related to patient condition (degenerative/friable valve). The reported poor imaging is related to patient anatomy (difficult anatomy with present chords), per case details. The reported tissue injury is a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip g5 system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, severe posterior flail with ruptured secondary chords, and a mean pressure gradient of 2mmhg. A first clip, a mitraclip xtw, was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw (50515r1028) was inserted, and grasping was performed. However, the clip became caught on chordae. Troubleshooting was performed, and the clip was able to become free from the entanglement. However, leaflet damage and chordal rupture was observed. The second clip was then inverted, realigned, brought back to the valve, successfully grasped the leaflets, and deployed on the mitral valve. To further reduce mr, a third clip, a mitraclip xt (50722r1118), was then inserted and positioned lateral to the second clip. However, while positioning the third clip over the vale, it was observed that the second clip had partially detached from the posterior leaflet and remained fully attached to the anterior leaflet (partial clip detachment). The third clip was then deployed on the mitral valve. No additional clips were implanted. The mr remained at a grade of 4, and the mean pressure gradient increased to 8mmhg. It was noted that all three clips appeared to be stable on the leaflets. The patient was reported to be stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.